Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure, using an uphold vaginal support system, the physician experienced difficulty advancing the device. As the physician was pulling the needle with the capio device outside the patient, the needle detached. The detached needle reportedly did not fall inside the patient, and was put to the side. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4). Device evaluation: the capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that the lead suture was broken off the blue and white dilator, which was received separately. In addition, tool marks were observed on the distal end of the blue and white dilator. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.